Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt like their heart "quit" for a short time. It was also reported by the patient that they experienced "pause" between heart beats. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.